Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer spontaneously shut down on its own and could not be restarted when attempts were made to power it back on. Troubleshooting steps were taken, including changing the power supply cord, but to no avail. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer spontaneously shut down and did not power on. It was also noted that the stylus was missing. The power cord bay latch tab was broken off. The system fan was noisy. The hard drive was reconfigured, reloaded and the software was updated. The programmer then passed all final functional and systems tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.